Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the product was oxidized. The email contains 60 products, so will be registered 6 complaints. Complaint 1 of 6: products: cod / lot: 244000536 / so2027277; 244000538 / so2025249; 244000539 / so2027968; 244000540 / so2027906; 244000541 / so2027615; 244000542 / so2015969; 244000543 / so2022144; 244000544 / so2025267; 244000545 / so2021915; 244000546 / so2027921.

Manufacturer narrative:
(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.